Event description:
It was reported to target that the physician was trying to place a gdc coil into an aneurysm but it did not detach. After attempting to remove the coil it became tangled in the aneurysm and stretched with traction. With further traction, the coil broke at the junction site. Part of the coil was in the aneurysm and part was in the basilar artery. Multiple retrieval attempts were unsuccessful. However, the pt's condition post procedure, is good.